Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the glue on the down side of the distal end of covering of bending section was largely and deeply missing. The manufacturing record of the device was reviewed, but no irregularity was found. The cause of the missing glue could not be determined, but a strong stress may have been applied. Based on the past similar cases, it is known that a strong stress was applied by the interference with the trocar.

Event description:
After the subject device was used for an inguinal hernia repairing laparoscopy procedure, the clinical engineer of the user facility noticed that a part of the distal end of the bending section was missing. It was not reported that the missing fragment fell off into the patient there was no patient injury reported.